Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 108 after insertion, this continued throughout the period it was inserted. The sensor was returned for further investigation. In house testing of the returned sensor showed optical instability in all four channels. Review of the raw sensor data showed optical instability in the reference and signal in all four channels. The glucose suspend alert was asserted after the glucose was blinded when all the uv norm channel fell below threshold. Visual inspection of the optics under the microscope showed delamination of the epoxy filler on top of the filters and led. This likely contributed to the optical instability observed. The user was provided with a replacement sensor as part of the resolution.